Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench clock-not-set alarm was confirmed via the submitted log file. The reported event of the damaged controller¿s power cables was confirmed via the submitted photos. The pictures submitted by the vad coordinator, show superficial damage to the cable jacket of the black and white power cable, and no damage is shown to the internal wires. However, the extent of the damage cannot be physically analyzed at this time. A review of the submitted log file spanned approximately 26 days (22feb2021¿20mar2021 per time stamp). After the last log entry on 20mar2021 at 10:17, two yellow wrench advisory alarms for clock reset were activated and the clock was reset to 01jan2001. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms present in the log file. It was advised to reset controller¿s clock to current time, and to continue to monitor for any alarms. The heartmate ii system controller (serial pc-66158), was not returned for analysis. Several attempts have been made to obtain the status of the controller¿s return, but no further information has been provided at this time. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev c) section 7, ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev c) section 5, ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including clock-not-set alarms. Heartmate ii instructions for use (rev c) section 2, ¿system operations¿ informs user that installing an 11 volt lithium-ion backup battery may prompt a system controller clock not set advisory alarm. The heartmate ii patient handbook (rev c) instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate ii patient handbook (rev c) section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01712. It was reported that the patient experienced a few unsustained power/flow elevations. The log file also captured 2 yellow wrench alarms for clock resets on (B)(6) 2021. There was not enough information to determine a cause for the reset. The patient was asymptomatic. The controller's power cables were compromised and the controller was exchanged.